Event description:
EU complainant reported the patient was on impella 5.5 support and the pump flow showed 5l, but the left ventricle was not unloading. Staff suspected that the sensor was damaged. The pump was explanted the same day. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into low pump flow has been completed. No visual abnormalities were noted on returned pump. Returned pump was run in the lab without issue. Data logs from field showed multiple suction alarms throughout case. Additionally, placement signal was noted to be noisy and trending down from start of case. The root cause of the low pump flow was most likely patient condition related. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21035.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Upon visual inspection, no abnormalities of the pump were noted. Optical parameters were measured in the lab, and all were within a normal range. Pump was run in the lab, and no abnormalities were noted. Data logs were reviewed and all optical parameters during case were found to be within range and no hard failures of the optical sensor were noted. No problem was found with the optical sensor while running in the field and with returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-21035. D10 concomitant medical products and therapy dates updated.